Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 tip burned and split on one side. The jaws were closed upon insertion into the cannula. The power was set to 3. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 09/03/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cold jaw was observed to be intact with no visual defects observed. The clear hot jaw silicone insulation was observed to be peeled from the hot jaw at the tip of the hot jaw. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw but remained attached at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws were observed to be yellowish in color. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No final testing was done due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "overheating of device" were confirmed, as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000386988 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17910-on april 22, 2024, the complaint department reached out to the manufacturing team to discuss a complaint with the manufacturing team. As a result of the complaint, we decided to interview the operator who was certified for the final inspection of the cannula line. The interview with the operators revealed that one operator was not following the work instructions at the final inspection on the cannula line.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure material twisted bent wire are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.